Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however the field report indicated it was consistent with exposure to the electrocautery.

Event description:
During an unrelated surgery, the device went into backup vvi mode due to electrocautery. The device was successfully reprogrammed and the patient was in stable condition.